Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (160 mcg/day) via implanted infusion pump indicated for cerebral palsy quadriplegia. It was reported that the patient had a pump replacement performed on (B)(6) 2024 and it had entered the pump pocket in september where a mrsa infection was identified. The pump and catheter were removed on (B)(6) 2024. The event was reported as currently recovered. The was reported the causal relationship to the drug was unrelated. The causal relationship to the catheter, pump, and programmer were no. The causal relationship to procedure was unknown. The physician is of the opinion that there is a risk of infection in device-related surgeries.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. This infection was not caused by the gabalon spinal injection. It was further noted that the patient's condition and the device insertion into the patient's body, which carries a risk, are not zero factors, but the cause of the methicillin-resistant staphylococcus aureus (mrsa) infection was basically unknown. The initial reason for the procedure on (B)(6) 2024 was normal pump replacement.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7jap710: product type catheter h6 correction: annex codes e2115 was not previously indicated in error. Annex code b20 was replaced with b17. Annex code f12 was also added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.